Manufacturer narrative:
The reported events were helix mechanism issue, failure to sense, low r-wave amplitude variation and cardiac perforation. As received, the helix was found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found overtorque of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix can be extended and retracted by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification. The reported events of failure to sense and low r-wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and xray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2023, an echocardiogram was performed and revealed pericardial effusion. During repositioning, the rv lead helix would not extend. The physician elected to explanted and replace the rv lead. The patient condition was stable following the procedure.